Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported separation. In this case, the manipulation through the tortuosity and tight vessels/lesions required torqueing and/or pushing/pulling which may have produced stresses induced in the wire that exceeded the design of the wire. This indicates that the wire damage may have occurred due to operational circumstances of the procedure during insertion. This could not be confirmed because the device was not returned. The foreign body in patient was due to the case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the heavily tortuous right coronary artery (rca). Prior to dilatation of the lesion with a balloon, the balance middleweight (bmw) elite guide wire was advanced to the small and tortuous vessel with a jr4 guiding catheter and a lot of torque was required. There was no resistance noted, just the tortuosity of the vessel. Once the bmw wire was placed, it was noted that the tip had separated. The tip remains in the patient and there was no reported treatment. The patient is reportedly fine. No additional information was provided.